Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a chemotherapy infusion of cisplatin 110mg/500 ml mannitol/ ns at 500ml/hr over 1 hour, the set separated from the cisplatin bag and leaked. There was no harm.

Manufacturer narrative:
(Disregard (B)(4)). The customer¿s report that the set separated from the infusion bag and leaked was not confirmed. However, a separation was confirmed between the tubing and filter outlet. Visual inspection of the set noted separation at the engagement between the filter outlet and tubing sleeve. Closer inspection of the separation under magnification observed insufficient solvent at the engagement. No functional testing was performed due to the separation. The tubing sleeve¿s outer diameter was measured and found to be within specification. The root cause of the separation is due to insufficient solvent.

Event description:
It was reported that during a chemotherapy cisplatin 110mg/500 ml mannitol/ ns at 500ml/hr over 1 hour, the set separated from the cisplatin bag and leaked. There was no harm.